Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer and confirmed a broken grip cable. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed that the monopolar curved scissors (mcs) had lost movement, demonstrating via the screen the rupture of the cable. The mcs were removed from the patient's cavity, the tip cover was removed and the cable rupture was observed. The mcs were then removed and replaced with another, allowing the continuity and completion of the procedure without complications. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.